Event description:
It was reported after the patient's permanent implant procedure, the patient is not receiving stimulation in her complete pain pattern due to having scoliosis which causes the scs lead to drift to the right. A sjm representative was unable to resolve the issue with programming. Follow-up identified per the sjm representative, as the patient heals there is a possibility that stimulation will be gained in the rest of the patient's pain pattern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.